Event description:
Customer complaints - blood leak during treatment. Blood flow rate, 146ml/min, tmp, 72mhg. The blood loss was about 3ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.